Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the catheter had migration issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, from the clinical vision entry, the catheter on the left side in situ was reported to have swelling, both obvious and mild. No erythema, bleeding, or discharge from the site. A very tender on palpation and swelling in left upper arm and around neck was observed, but it did not obstruct airway. The plan was to lock in urokinase and trial dialysis again. After a blood review, the dialysis was stopped for tonight and was given a take home medication of lokelma; 10 grams for tonight and 10 grams for tomorrow morning. Cxr (chest x-ray) was reviewed with the doctor and also discussed with radiology; the line migrated, likely located around the left subclavian artery. The dialysis was attempted after urokinase lock, recirculating according to the dialysis nurse. There was no blood loss and blood transfusion was not required. The patient was returned to ward 108 for blood review and an assessment the following morning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, the catheter on the left side in situ was reported to have mild swelling, no erythema, bleeding, or discharge from the site. Very tender on palpation. The plan was to lock in urokinase and trial dialysis again. After a blood review, the dialysis was stopped for tonight, home with lokelma. 10 g tonight and 10 g tomorrow morning. Cxr was reviewed with the doctor and also discussed with radiology; the line migrated, likely located around the left subclavian artery. Dialysis was attempted after urokinase lock, recirculating according to the dialysis nurse. The patient was returned to ward 108 for blood and an assessment the following morning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.